Manufacturer narrative:
(B)(4). Date of initial report: 03/08/2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process.

Event description:
The customer reported the temperature was unstable. The device reached 40 degrees during priming and indicated the temperature was 80 degrees after removing the electrode from the body. The resistance value was also unsteady. There was no patient harm. The device was used to complete the case.